Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition "occlusion error" . Evaluation sent device for upstream occlusion testing and downstream occlusion testing and both passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms and "upstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had occlusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.